Manufacturer narrative:
The device was returned for analysis. The reported device entrapment and device damage by another device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in a testing environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the reported information, it appears that the second proglide suture interacted with the successfully placed suture of the first proglide device. This resulted in the device entrapment of the second device and damage to the suture of the first device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na

Event description:
Subsequently to the initially filed emdrs, additional clarification was provided: manual compression was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. Based on the reported information, it appears that the second prostyle suture interacted with the successfully placed suture of the first prostyle device. This resulted in the reported device entrapment and damage to the suture of the first device. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h10: additional mfg narrative. Correction. Proglide was inadvertently mentioned in the previous report instead of prostyle.

Event description:
It was reported that suture placement in the right common femoral artery was being performed with two prostyle devices using the pre-close technique via a 7f sheath. Reportedly, placement of the first prostyle suture was successful. After deploying the suture of the second prostyle, an unsuccessful attempt was made to remove the device. The first suture was removed [damaged] and the second suture was cut under the knot. The second prostyle device was then able to be removed from the anatomy. The sheath was upsized to a 24f sheath and the procedure was completed. It is unknown how hemostasis was achieved. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under separate medwatch report number.